Event description:
It was reported that a patient experienced intermittent stimulation and a return of symptoms. It was reported that stimulation started turning on and off the thursday prior to report. All impedance measurements were "normal" between 600 and 900 ohms. There was no swelling. It was reported that the battery was fully charged and the "cutting off" had begun that day. Sometimes the patient had to turn stimulation back on and sometimes the patient did not need to use the programmer to turn the stimulator back on. The patient was implanted in march and the "cutting out" had just begun. There were no falls or trauma associated with the event. Palpitating the area around the device did not elicit anything. It was reported that the patient had the "adaptive-stim" enabled at the time. It was stated that the patient was walking and doing "something" the previous thursday and "it just cut out" and pain returned. The following weekend "it would ramp up and then just stop." "Adaptive-stim" was turned off for a week. It was suspected that the problem was with the "adaptive-stim" assigned voltages. It was stated that the "adaptive-stim" was only set for "upright, mobile, and lying left" while all others were not checked or active. The patient was going to be seen the following friday and it was stated that the "adaptive-stim" would be reactivated at that time if no stimulation issues were seen. No further information was provided. More information has been requested, and if received a supplemental report will be sent.

Manufacturer narrative:
Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 37702, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: unkn-ld, serial# unknown, implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).